Event description:
Report received from a nurse regarding pt, medical/surgical history not provided, who received injections of hylaform plus in 2005 to an unk location. On an unk date, the pt experienced indurated, red, raised, welts all at the injection site, burning sensation (unspecified site), and cold sores on upper lip. The pt was treated with zovirax (acyclovir) and keflex (cephalexin). At the time of this report the pt's outcome was unk.